Event description:
It was reported that the cable, which slides inside the grove of the cart's arm, is bare. User is concerned that this could cause an electrical shock to the medical staff. It was further reported that one of the cables is kinked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cable, which slides inside the grove of the cart's arm, is bare. User is concerned that this could cause an electrical shock to the medical staff. It was further reported that one of the cables is kinked.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been probably caused by: damaged chord during set up. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.